Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress, and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 2648988-2020-00022.

Event description:
This is 1 of 2 reports. A customer reported that after the ins9020 limitorr volume limiting evd was connected to the patient, the tubing at first stopcock became disconnected. The customer replaced the item with a second limitorr product, and experienced the same issue. A third limitorr was used and worked fine. There was no patient injury reported, and no known surgery delay. This was used for a lumbar drain procedure on (B)(6) 2020. Additional information has been requested.

Manufacturer narrative:
Device identifier: (B)(4). Product identifier: (B)(6). The documentation review did not identify any anomaly during the manufacturing and packaging processes that could be associated to the reported condition. During the manufacturing process a leakage and occlusion testing are performed to all units to ensure a proper assembly is completed. The visual evaluation of the returned unit confirmed that the tubing and the stopcock where attached together because marks of the manufacturing bonding of both parts were observed. The tapes attached to both components (tape is not part of the product) indicates that there exists the possibility that during the attachment or removal process of the tapes, an excessive force was applied causing that both components became detached. Therefore, the possible root cause is associated to an excessive force applied during the portion tapes removal and not due to a product defect.

Event description:
N/a.